Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with diskogenic pain l3-4 and l4-5. Lumbar radiculopathy. Lumbar micro-instability. The patient underwent the following procedures: two level xlif at l3-5 and l4-5 performed from the left. Lumbar instrument and fusion l3 to 5 using afixx spinous process clamps l3-4 and at l4-5. Intra-operative monitoring was used throughout the case. As per op-notes, "...the endplates were prepared with the endplate preparing devices and then the xlif device filled with the bmp sponges was tapped into the intra-diskal space from left to the right staying perfectly vertical not entering the canal. In the l3-4 level, disk space was exposed, which was then incised. The endplates were prepared with the various grasps and curets and trial was placed in the l3-4 into place tapping it into place. The xlif device/spacer, filled with bmp was used and tapped into place all the way across the disk space with again an excellent placement and recreation of the disk height. The afixx devices were placed across c3-4 and clamped tight. Another one was fixed to l4-5. Both were squeezed tightly." No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.